Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Pre-op diagnosis: lumbar disc herniation it was reported that during the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The product came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation found the set screw unable to be fully engaged into a sample mas head the above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.